Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken/cracked tubing. Right side frame cracked in front of seat rail support tube. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the right seat frame of having fractured tubing near the front end of the seat rail tube. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken/cracked tubing. Right side frame cracked in front of seat rail support tube. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the right seat frame of having fractured tubing near the front end of the seat rail tube. The dealer stated that the seat frame is broken on the right side of the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the seat frame is broken on the right side of the chair.